Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. However, based on the investigation findings, the presence of vertical lines on the display due to faulty liquid crystal display panel. Therefore, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high-definition liquid crystal display monitor which is an olympus with no reported complaint. During the evaluation of the device, vertical lines are visible on display was observed. The service repair technician that the most likely cause of vertical lines is visible on display due to faculty liquid crystal display monitor panel. There was no patient involvement.